Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00262305-1-L1,,4/23/2025,3/21/2025,BIRMINGHAM Hip Resurfacing System,BIRMINGHAM Hip Resurfacing (BHR) Femoral Heads,,,,,,P040033,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, twelve (12) hips were later revised due to the following complications: two (2) hips due to infection, one (1) hip due to aseptic loosening, one (1) hip due to wear and eight (8) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BIRMINGHAM Hip Resurfacing (BHR) system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of four hundred and twenty-six (426) primary hip resurfacing procedures with BHR Resurfacing Heads have been performed in Germany between 01-Jul-2014 and 31-Jan-2024. The mean cumulative revision rate for BHR Resurfacing Heads were in line with the class device (elective THA with cemented stems) across 8 years of follow-up, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.4% (0.3%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.0% (0.6%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.3% (0.8%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.7% (1.0%-4.3%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.7% (1.0%-4.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.7% (1.0%-4.3%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 4.4% (1.4%-7.4%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.4% (1.4%-7.4%) vs 4.1% (3.9%-4.3%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00262305-1-L2,,4/23/2025,3/21/2025,BIRMINGHAM Hip Resurfacing System,BIRMINGHAM Hip Resurfacing (BHR) Femoral Heads,,,,,,P040033,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, twelve (12) hips were later revised due to the following complications: two (2) hips due to infection, one (1) hip due to aseptic loosening, one (1) hip due to wear and eight (8) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BIRMINGHAM Hip Resurfacing (BHR) system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of four hundred and twenty-six (426) primary hip resurfacing procedures with BHR Resurfacing Heads have been performed in Germany between 01-Jul-2014 and 31-Jan-2024. The mean cumulative revision rate for BHR Resurfacing Heads were in line with the class device (elective THA with cemented stems) across 8 years of follow-up, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.4% (0.3%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.0% (0.6%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.3% (0.8%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.7% (1.0%-4.3%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.7% (1.0%-4.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.7% (1.0%-4.3%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 4.4% (1.4%-7.4%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.4% (1.4%-7.4%) vs 4.1% (3.9%-4.3%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00262305-1-L3,,4/23/2025,3/21/2025,BIRMINGHAM Hip Resurfacing System,BIRMINGHAM Hip Resurfacing (BHR) Femoral Heads,,,,,,P040033,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, twelve (12) hips were later revised due to the following complications: two (2) hips due to infection, one (1) hip due to aseptic loosening, one (1) hip due to wear and eight (8) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BIRMINGHAM Hip Resurfacing (BHR) system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of four hundred and twenty-six (426) primary hip resurfacing procedures with BHR Resurfacing Heads have been performed in Germany between 01-Jul-2014 and 31-Jan-2024. The mean cumulative revision rate for BHR Resurfacing Heads were in line with the class device (elective THA with cemented stems) across 8 years of follow-up, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.4% (0.3%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.0% (0.6%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.3% (0.8%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.7% (1.0%-4.3%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.7% (1.0%-4.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.7% (1.0%-4.3%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 4.4% (1.4%-7.4%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.4% (1.4%-7.4%) vs 4.1% (3.9%-4.3%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00262305-1-L4,,4/23/2025,3/21/2025,BIRMINGHAM Hip Resurfacing System,BIRMINGHAM Hip Resurfacing (BHR) Femoral Heads,,,,,,P040033,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, one (1) patient required a revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, twelve (12) hips were later revised due to the following complications: two (2) hips due to infection, one (1) hip due to aseptic loosening, one (1) hip due to wear and eight (8) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BIRMINGHAM Hip Resurfacing (BHR) system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of four hundred and twenty-six (426) primary hip resurfacing procedures with BHR Resurfacing Heads have been performed in Germany between 01-Jul-2014 and 31-Jan-2024. The mean cumulative revision rate for BHR Resurfacing Heads were in line with the class device (elective THA with cemented stems) across 8 years of follow-up, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.4% (0.3%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.0% (0.6%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.3% (0.8%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.7% (1.0%-4.3%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.7% (1.0%-4.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.7% (1.0%-4.3%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 4.4% (1.4%-7.4%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.4% (1.4%-7.4%) vs 4.1% (3.9%-4.3%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00262305-1-L5,,4/23/2025,3/21/2025,BIRMINGHAM Hip Resurfacing System,BIRMINGHAM Hip Resurfacing (BHR) Femoral Heads,,,,,,P040033,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, twelve (12) hips were later revised due to the following complications: two (2) hips due to infection, one (1) hip due to aseptic loosening, one (1) hip due to wear and eight (8) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BIRMINGHAM Hip Resurfacing (BHR) system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of four hundred and twenty-six (426) primary hip resurfacing procedures with BHR Resurfacing Heads have been performed in Germany between 01-Jul-2014 and 31-Jan-2024. The mean cumulative revision rate for BHR Resurfacing Heads were in line with the class device (elective THA with cemented stems) across 8 years of follow-up, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.4% (0.3%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.0% (0.6%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.3% (0.8%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.7% (1.0%-4.3%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.7% (1.0%-4.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.7% (1.0%-4.3%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 4.4% (1.4%-7.4%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.4% (1.4%-7.4%) vs 4.1% (3.9%-4.3%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00262305-1-L6,,4/23/2025,3/21/2025,BIRMINGHAM Hip Resurfacing System,BIRMINGHAM Hip Resurfacing (BHR) Femoral Heads,,,,,,P040033,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, twelve (12) hips were later revised due to the following complications: two (2) hips due to infection, one (1) hip due to aseptic loosening, one (1) hip due to wear and eight (8) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BIRMINGHAM Hip Resurfacing (BHR) system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of four hundred and twenty-six (426) primary hip resurfacing procedures with BHR Resurfacing Heads have been performed in Germany between 01-Jul-2014 and 31-Jan-2024. The mean cumulative revision rate for BHR Resurfacing Heads were in line with the class device (elective THA with cemented stems) across 8 years of follow-up, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.4% (0.3%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.0% (0.6%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.3% (0.8%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.7% (1.0%-4.3%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.7% (1.0%-4.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.7% (1.0%-4.3%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 4.4% (1.4%-7.4%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.4% (1.4%-7.4%) vs 4.1% (3.9%-4.3%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00262305-1-L7,,4/23/2025,3/21/2025,BIRMINGHAM Hip Resurfacing System,BIRMINGHAM Hip Resurfacing (BHR) Femoral Heads,,,,,,P040033,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, twelve (12) hips were later revised due to the following complications: two (2) hips due to infection, one (1) hip due to aseptic loosening, one (1) hip due to wear and eight (8) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BIRMINGHAM Hip Resurfacing (BHR) system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of four hundred and twenty-six (426) primary hip resurfacing procedures with BHR Resurfacing Heads have been performed in Germany between 01-Jul-2014 and 31-Jan-2024. The mean cumulative revision rate for BHR Resurfacing Heads were in line with the class device (elective THA with cemented stems) across 8 years of follow-up, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.4% (0.3%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.0% (0.6%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.3% (0.8%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.7% (1.0%-4.3%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.7% (1.0%-4.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.7% (1.0%-4.3%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 4.4% (1.4%-7.4%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.4% (1.4%-7.4%) vs 4.1% (3.9%-4.3%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00262305-1-L8,,4/23/2025,3/21/2025,BIRMINGHAM Hip Resurfacing System,BIRMINGHAM Hip Resurfacing (BHR) Femoral Heads,,,,,,P040033,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, twelve (12) hips were later revised due to the following complications: two (2) hips due to infection, one (1) hip due to aseptic loosening, one (1) hip due to wear and eight (8) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BIRMINGHAM Hip Resurfacing (BHR) system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of four hundred and twenty-six (426) primary hip resurfacing procedures with BHR Resurfacing Heads have been performed in Germany between 01-Jul-2014 and 31-Jan-2024. The mean cumulative revision rate for BHR Resurfacing Heads were in line with the class device (elective THA with cemented stems) across 8 years of follow-up, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.4% (0.3%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.0% (0.6%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.3% (0.8%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.7% (1.0%-4.3%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.7% (1.0%-4.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.7% (1.0%-4.3%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 4.4% (1.4%-7.4%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.4% (1.4%-7.4%) vs 4.1% (3.9%-4.3%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00262305-1-L9,,4/23/2025,3/21/2025,BIRMINGHAM Hip Resurfacing System,BIRMINGHAM Hip Resurfacing (BHR) Femoral Heads,,,,,,P040033,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, twelve (12) hips were later revised due to the following complications: two (2) hips due to infection, one (1) hip due to aseptic loosening, one (1) hip due to wear and eight (8) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BIRMINGHAM Hip Resurfacing (BHR) system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of four hundred and twenty-six (426) primary hip resurfacing procedures with BHR Resurfacing Heads have been performed in Germany between 01-Jul-2014 and 31-Jan-2024. The mean cumulative revision rate for BHR Resurfacing Heads were in line with the class device (elective THA with cemented stems) across 8 years of follow-up, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.4% (0.3%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.0% (0.6%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.3% (0.8%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.7% (1.0%-4.3%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.7% (1.0%-4.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.7% (1.0%-4.3%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 4.4% (1.4%-7.4%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.4% (1.4%-7.4%) vs 4.1% (3.9%-4.3%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00262305-1-L10,,4/23/2025,3/21/2025,BIRMINGHAM Hip Resurfacing System,BIRMINGHAM Hip Resurfacing (BHR) Femoral Heads,,,,,,P040033,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, twelve (12) hips were later revised due to the following complications: two (2) hips due to infection, one (1) hip due to aseptic loosening, one (1) hip due to wear and eight (8) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BIRMINGHAM Hip Resurfacing (BHR) system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of four hundred and twenty-six (426) primary hip resurfacing procedures with BHR Resurfacing Heads have been performed in Germany between 01-Jul-2014 and 31-Jan-2024. The mean cumulative revision rate for BHR Resurfacing Heads were in line with the class device (elective THA with cemented stems) across 8 years of follow-up, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.4% (0.3%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.0% (0.6%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.3% (0.8%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.7% (1.0%-4.3%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.7% (1.0%-4.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.7% (1.0%-4.3%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 4.4% (1.4%-7.4%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.4% (1.4%-7.4%) vs 4.1% (3.9%-4.3%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00262305-1-L11,,4/23/2025,3/21/2025,BIRMINGHAM Hip Resurfacing System,BIRMINGHAM Hip Resurfacing (BHR) Femoral Heads,,,,,,P040033,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, twelve (12) hips were later revised due to the following complications: two (2) hips due to infection, one (1) hip due to aseptic loosening, one (1) hip due to wear and eight (8) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BIRMINGHAM Hip Resurfacing (BHR) system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of four hundred and twenty-six (426) primary hip resurfacing procedures with BHR Resurfacing Heads have been performed in Germany between 01-Jul-2014 and 31-Jan-2024. The mean cumulative revision rate for BHR Resurfacing Heads were in line with the class device (elective THA with cemented stems) across 8 years of follow-up, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.4% (0.3%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.0% (0.6%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.3% (0.8%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.7% (1.0%-4.3%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.7% (1.0%-4.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.7% (1.0%-4.3%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 4.4% (1.4%-7.4%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.4% (1.4%-7.4%) vs 4.1% (3.9%-4.3%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00262305-1-L12,,4/23/2025,3/21/2025,BIRMINGHAM Hip Resurfacing System,BIRMINGHAM Hip Resurfacing (BHR) Femoral Heads,,,,,,P040033,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and twenty-six (426) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Jan-2024, using BIRMINGHAM Hip Resurfacing (BHR) Heads. From these, twelve (12) hips were later revised due to the following complications: two (2) hips due to infection, one (1) hip due to aseptic loosening, one (1) hip due to wear and eight (8) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the BIRMINGHAM Hip Resurfacing (BHR) system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of four hundred and twenty-six (426) primary hip resurfacing procedures with BHR Resurfacing Heads have been performed in Germany between 01-Jul-2014 and 31-Jan-2024. The mean cumulative revision rate for BHR Resurfacing Heads were in line with the class device (elective THA with cemented stems) across 8 years of follow-up, based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.4% (0.3%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.0% (0.6%-3.4%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.3% (0.8%-3.8%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.7% (1.0%-4.3%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.7% (1.0%-4.3%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.7% (1.0%-4.3%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 4.4% (1.4%-7.4%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 4.4% (1.4%-7.4%) vs 4.1% (3.9%-4.3%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00262305-1-L13,,4/30/2026,3/10/2026,BIRMINGHAM Hip Resurfacing System,BIRMINGHAM Hip Resurfacing (BHR) Femoral Heads,,,,,,P040033,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and forty-five (445) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Mar-2025, using Birmingham Hip Resurfacing (BHR) Heads. From these, one (1) patient required a revision surgery duo to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four hundred and forty-five (445) hips underwent primary hip resurfacing procedures between 01-Jul-2014 and 31-Mar-2025, using Birmingham Hip Resurfacing (BHR) Heads. From these, thirteen (13) hips were later revised due to the following complications: two (2) hips due to infection, one (1) hip due to malposition/malalignment, one (1) hip due to aseptic loosening, one (1) hip due to wear and eight (8) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2014 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Birmingham Hip Resurfacing (BHR) system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred and forty-five (445) primary hip resurfacing procedures with BHR Resurfacing Heads have been performed in Germany between 01-Jul-2014 and 31-Mar-2025.; ;The mean cumulative revision rate for BHR Resurfacing Heads were in line with the class device (elective THA with cemented stems) across 10 years of follow-up, based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.3%¿2.5%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 1.9% (0.6%¿3.2%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 2.1% (0.7%¿3.5%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 2.5% (0.9%¿3.9%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 2.8% (1.1%¿4.4%) vs 3.5% (3.4%¿3.6%) of the class.;-At 7th postoperative year: 4.0% (1.6%¿6.3%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 4.0% (1.6%¿6.3%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 4.0% (1.6%¿6.3%) vs 4.6% (4.4%¿4.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;

Event description:
BASED ON REAL WORLD DATA FROM THE ENDOPROTHESEN REGISTER (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY JOINT RESURFACING PROCEDURES: 1. PRIMARY HIP RESURFACING PROCEDURES: BIRMINGHAM HIP RESURFACING (BHR) HEAD COMPONENTS: IMPLANTED IN FOUR HUNDRED AND FORTY-FIVE (445) HIPS BETWEEN 01-JUL-2014 AND 31-MAR-2025. FROM THESE, THIRTEEN (13) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) HIPS DUE TO INFECTION, ONE (1) HIP DUE TO MALPOSITION/MALALIGNMENT, ONE (1) HIP DUE TO ASEPTIC LOOSENING, ONE (1) HIP DUE TO WEAR AND EIGHT (8) HIPS DUE TO OTHER-UNKNOWN REASONS.

Manufacturer narrative:
CORRECTED DATA: B5 (EVENT NARRATIVE), H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 13), H6 (ADDITIONAL CODES ADDED FOR ¿HEALTH EFFECT - CLINICAL CODE¿ AND ¿MEDICAL DEVICE PROBLEM CODE¿ PERTAINING TO THE ADDITIONAL EVENTS INCORPORATED TO THIS 3500A FORM SUBMISSION). H11: THE SUBMISSION CONSOLIDATES PREVIOUSLY REPORTED CASES AND NEW CASES INTO A SINGLE DATASET PER FDA¿S RWD2300584 EXEMPTION GUIDANCE. OF THE 13 REVISIONS, 12 WERE INCLUDED IN PRIOR QUARTERLY SUBMISSIONS FOR THE SAME REGISTRY AND ARE RE LISTED HERE FOR COMPLETENESS AND ALIGNMENT. NO ADDITIONAL CASE LEVEL INFORMATION BEYOND WHAT WAS ALREADY PROVIDED IS AVAILABLE FOR THOSE 12 EVENTS. A TOTAL OF 1 NEW CASE WAS PROVIDED DURING THIS QUARTER, THEREFORE, A TOTAL OF 13 REVISION PROCEDURES ARE SUMMARIZED IN THIS SUBMISSION.

Event description:
BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY JOINT RESURFACING PROCEDURES: 1. PRIMARY HIP RESURFACING PROCEDURES: - BIRMINGHAM HIP RESURFACING (BHR) HEAD COMPONENTS: IMPLANTED IN FOUR HUNDRED AND TWENTY-SIX (426) HIPS BETWEEN 01-JUL-2014 AND 31-JAN-2024. FROM THESE, TWELVE (12) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) HIPS DUE TO INFECTION, ONE (1) HIP DUE TO ASEPTIC LOOSENING, ONE (1) HIP DUE TO WEAR AND EIGHT (8) HIPS DUE TO OTHER-UNKNOWN REASONS.

Manufacturer narrative:
CORRECTED DATA: B5 (EVENT NARRATIVE). H11: THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER (B)(4), COMMUNICATED ON JULY 1, 2025. AS A RESULT, THE MDR WITH REFERENCE 3005975929-2025-00029 INCORPORATES ALL THE REAL WORD DATA SHARING THE FOLLOWING BUNDLING CRITERIA: REGISTRATION NUMBER: (B)(4), DATA SOURCE: ENDOPROTHESENREGISTER (EPRD), REPORT TYPE: SERIOUS INJURY, PRODUCT CLASSIFICATION CODE: NXT. NO ADDITIONAL COMPLAINTS HAVE BEEN ADDED SINCE THE LAST SUBMISSION MADE ON APRI 23, 2025. EXCEPT FOR THE CORRECTED FIELD NOTED ABOVE UNDER ¿CORRECTED DATA¿, THE INFORMATION PROVIDED IN THE REQUIRED FIELDS OF THE PRIOR 3500A FORM SUBMITTED ON 23-APR-2025 REMAINS UNCHANGED. REPORTING QUARTER: 1 (JANUARY 1 - MARCH 31, 2025) SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY JOINT RESURFACING PROCEDURES: 1. PRIMARY HIP RESURFACING PROCEDURES: - BIRMINGHAM HIP RESURFACING (BHR) HEAD COMPONENTS: IMPLANTED IN FOUR HUNDRED AND TWENTY-SIX (426) HIPS BETWEEN 01-JUL-2014 AND 31-JAN-2024. FROM THESE, TWELVE (12) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) HIPS DUE TO INFECTION, ONE (1) HIP DUE TO ASEPTIC LOOSENING, ONE (1) HIP DUE TO WEAR AND EIGHT (8) HIPS DUE TO OTHER-UNKNOWN REASONS. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE BIRMINGHAM HIP RESURFACING SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICE. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL THEIR THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. EPRD REPORTS THAT FOR THE BIRMINGHAM HIP RESURFACING (BHR) HEAD COMPONENTS, THE CUMULATIVE REVISION RATES DURING PRIMARY HIP RESURFACING PROCEDURES WERE IN LINE WITH THE CLASS DEVICE (ELECTIVE THA WITH CEMENTED STEMS) ACROSS 8 YEARS OF FOLLOW-UP, BASED ON THE OVERLAPPING CONFIDENCE INTERVALS. SPECIFIC ANALYSIS IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Manufacturer narrative:
REPORTING QUARTER: 1 (JANUARY 1 - MARCH 31, 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE ENDOPROTHESEN REGISTER JOINT REGISTRY (EPRD) FROM GERMANY, A TOTAL OF FOUR HUNDRED AND TWENTY-SIX (426) HIPS UNDERWENT PRIMARY HIP RESURFACING PROCEDURES BETWEEN (B)(6) 2014 AND (B)(6) 2024, USING BIRMINGHAM HIP RESURFACING (BHR) HEADS. FROM THESE, TWELVE (12) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) HIPS DUE TO INFECTION, ONE (1) HIP DUE TO ASEPTIC LOOSENING, ONE (1) HIP DUE TO WEAR AND EIGHT (8) HIPS DUE TO OTHER-UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN (B)(6) 2024 IN GERMANY. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE BIRMINGHAM HIP RESURFACING (BHR) SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND RISK REDUCTION MEASURES INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF FOUR HUNDRED AND TWENTY-SIX (426) PRIMARY HIP RESURFACING PROCEDURES WITH BHR RESURFACING HEADS HAVE BEEN PERFORMED IN GERMANY BETWEEN (B)(6) 2024. THE MEAN CUMULATIVE REVISION RATE FOR BHR RESURFACING HEADS WERE IN LINE WITH THE CLASS DEVICE (ELECTIVE THA WITH CEMENTED STEMS) ACROSS 8 YEARS OF FOLLOW-UP, BASED ON THE OVERLAPPING CONFIDENCE INTERVALS. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT. O AT 1ST POSTOPERATIVE YEAR: 1.4% (0.3%-2.6%) VS 2.4% (2.3%-2.5%) OF THE CLASS. O AT 2ND POSTOPERATIVE YEAR: 2.0% (0.6%-3.4%) VS 2.7% (2.6%-2.8%) OF THE CLASS. O AT 3RD POSTOPERATIVE YEAR: 2.3% (0.8%-3.8%) VS 2.9% (2.8%-3.0%) OF THE CLASS. O AT 4TH POSTOPERATIVE YEAR: 2.7% (1.0%-4.3%) VS 3.2% (3.1%-3.3%) OF THE CLASS. O AT 5TH POSTOPERATIVE YEAR: 2.7% (1.0%-4.3%) VS 3.4% (3.3%-3.5%) OF THE CLASS. O AT 6TH POSTOPERATIVE YEAR: 2.7% (1.0%-4.3%) VS 3.6% (3.5%-3.8%) OF THE CLASS. O AT 7TH POSTOPERATIVE YEAR: 4.4% (1.4%-7.4%) VS 3.9% (3.7%-4.0%) OF THE CLASS. O AT 8TH POSTOPERATIVE YEAR: 4.4% (1.4%-7.4%) VS 4.1% (3.9%-4.3%) OF THE CLASS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
IT WAS REPORTED THAT, IN THE ENDOPROTHESEN REGISTER JOINT REGISTRY (EPRD) FROM GERMANY, A TOTAL OF FOUR HUNDRED AND TWENTY-SIX (426) HIPS UNDERWENT PRIMARY HIP RESURFACING PROCEDURES BETWEEN (B)(6) 2014 AND (B)(6) 2024, USING BIRMINGHAM HIP RESURFACING (BHR) HEADS. FROM THESE, TWELVE (12) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) HIPS DUE TO INFECTION, ONE (1) HIP DUE TO ASEPTIC LOOSENING, ONE (1) HIP DUE TO WEAR AND EIGHT (8) HIPS DUE TO OTHER-UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN (B)(6) 2024 IN GERMANY.